Event description:
It was reported the early replacement indicators (eri's) for the pump were incorrect. The eri's indicated 72 months and 61 months. The eri's indicated 46 and 45 months. The eri indicated 36 months. The most recent eri indicated 79 months. The drug used in the pump was morphine. The pump remained implanted. No pt symptoms were reported.